Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to pain for 2-3 months post-op and loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. It was also reported that a bone scan was ordered as the radiologist believed that the knee was negative for loosening. The knee was aspirated and the cultures were negative for infection. The surgeon disagreed with the radiologist and believed that the symptoms were indicative of a loose prosthesis. The surgery was then scheduled with an intent to revise the tibial tray and poly at a minimum depending upon the findings. The tibia was found to be loose and required very little effort to remove. The cement was debonded on the majority of the tray with only about a 1¿ portion of cement bonded on the posterior of the tray and cone. Doi: (B)(6) 2017; dor: (B)(6) 2019; right knee.